Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od) in 2013. At post-op visit on (B)(6) 2023, patient presented with myopia and astigmatism. The lens had a refractive error and the patient opted for contact lenses. The lens remained implanted.

Manufacturer narrative:
A2: unk a3: unk a4: unk a5: unk a6: unk b3: unk d4: expiration date unk d6b: unk h4: unk claim # (B)(4)